Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was undersized during initial implant. Upon removal, it was noted that the distal cylinder dacron adhered to the tissue. The outer layer of the cylinder was peeled back. There were no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was undersized during initial implant. Upon removal, it was noted that the distal cylinder dacron adhered to the tissue. The outer layer of the cylinder was peeled back. There were no additional patient complications.